Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose and sugar was over 800 mg/dl. Customer¿s current blood glucose was 342mg/dl. Customer declined to check for the presence of leaks or air bubbles in the tubing or reservoir and declined to troubleshoot for the high blood sugar. Drive support cap was normal. Customer reports insulin exited at the qr. The customer was wearing the insulin pump during the hospitalization. Customer advised to change entire set, reservoir and insulin treat as per hcp¿s instructions. The insulin pump will not be returned for analysis.